Event description:
It was reported that the patient presented to ICU via ambulance. Upon interrogation, the device showed an alert for possible hv circuit damage. The patient does not recall feeling any alert. Therapy was programmed off. It was later reported that the patient expired due to non-related device issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.